Event description:
It was reported that spoke to biomed and they were running a calibration that failed for an error 1(pre-warm bypass flow error), the arctic sun device was due for the 2000-hour preventive maintenance, system has 3200 hours, gave them the part number for the circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.